Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The site has been trained on best practices for use of the microscope interface, including accuracy verification. The surgeon was informed that the navigation system will attempt to override the microscope if the passive planar probe is in tracking view. No further issues since training.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged the microscope was inaccurate. In trouble-shooting, it was determined that all other instruments were accurate. No specific measurement of inaccuracy was provided. The surgeon opted to discontinue the use of the microscope and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
04/02/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. The zeiss pentero was verified in the reference frame divot; video injection was turned-off, so it was restored; model registered without issue, scope was accurate. Reported issue could not be replicated. The surgeon stated he may have been mistaken as the navigation system screen was skipping back and forth due to the passive probe being in the field and that is why he thought it was inaccurate. 04/16/2015 software analysis was unable to determine probable cause with the information provided as the reported behavior cannot be replicated. 04/20/2015 a medtronic representative, following-up at the site, reported the surgeon did not test accuracy with the scope prior to starting to use it for resecting. - no further issues have been reported.